Event description:
It was reported to boston scientific corporation that a uphold lite w/capio slim device was used during a anterior vaginal repair procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the capio bullet suture broke off at the suture leg. When the capio device was deployed, the suture itself got caught in the head of the chamber between the plunger/carrier and the catch. The movement of the carrier against the catch cut the suture caught between the two at a location approximately, 1 cm away from the bullet. The mesh was removed from the patient; however, the needle and adjoined 1 cm of suture remained in the patient. An x-ray was performed to locate the detached bullet and an initial attempt was made to retrieve the bullet, but it was reportedly ¿stuck¿ (embedded) in the patient. The physician decided that further attempts to remove it would cause more damage than leaving it in the patient; thus, the retrieval attempts were aborted. The physician does not believe the embedded bullet will cause issues for the patient. A second uphold kit was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(6). However, this patient was implanted with the uphold lite mesh as a participant in the study of uterine prolapse procedures - randomized trial (super study). For that study, the patient's identifier is "(B)(6)".

Event description:
It was reported to boston scientific corporation that a uphold lite w/capio slim device was used during a anterior vaginal repair procedure performed on (B)(6) 2014. According to the complainant, during the procedure the capio bullet suture broke off at the suture leg. When the capio device was deployed, the suture itself got caught in the head of the chamber between the plunger/carrier and the catch. The movement of the carrier against the catch cut the suture and caught between the two at a location approximately 1 cm away from the bullet. The mesh was removed from the patient; however, the needle and adjoined 1 cm of suture remained in the patient. An x-ray was performed to locate the detached bullet and an initial attempt was made to retrieve the bullet, but it was reportedly "stuck" (embedded) in the patient. The physician decided that further attempts to remove it would cause more damage than leaving it in the patient; thus, the retrieval attempts were aborted. The physician does not believe the embedded bullet will cause issues for the patient. A second uphold kit was used to complete the procedure. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine. Additional information received on april 30, 2014: the physician dismantled the catch in an attempt to locate the bullet. She originally thought it could have been lost inside the catch.

Manufacturer narrative:
Visual evaluation of the returned device found that the suture was broken on the blue dilator and the dart was not returned. The suture length on the blue dilator measured approximately 5.0 cm. The capio slim is broken. The catch housing was missing and not returned and the carrier shaft was exposed and attached. A review and analysis of all available information indicated that the most probable root cause is operational context. Due to anatomical and procedural factors encountered during the procedure, performance could have been limited leading to the issues experienced during deployment. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a uphold lite w/capio slim device was used during a anterior vaginal repair procedure performed on (B)(6) 2014. According to the complainant, during the procedure the capio bullet suture broke off at the suture leg. When the capio device was deployed, the suture itself got caught in the head of the chamber between the plunger/carrier and the catch. The movement of the carrier against the catch cut the suture and caught between the two at a location approximately 1 cm away from the bullet. The mesh was removed from the patient; however, the needle and adjoined 1 cm of suture remained in the patient. An x-ray was performed to locate the detached bullet and an initial attempt was made to retrieve the bullet, but it was reportedly ¿stuck¿ (embedded) in the patient. The physician decided that further attempts to remove it would cause more damage than leaving it in the patient; thus, the retrieval attempts were aborted. The physician does not believe the embedded bullet will cause issues for the patient. A second uphold kit was used to complete the procedure. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine. Additional information received on april 30, 2014: the physician dismantled the catch in an attempt to locate the bullet. She originally thought it could have been lost inside the catch.

Manufacturer narrative:
(B)(4). (B)(4) for the event: suture broken. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.